Manufacturer narrative:
D5, 6; h4: information not available, device not returned for analysis.

Event description:
It was reported a laparoscopic cholecystectomy was performed. The patient returned to hospital on 03/02/1998. Endoscopic retrograde cholangio-pancreatography showed clip on common bile duct. 03/27/1998 the rep reported no additional info could be obtained.